Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na (sodium) and cl (chloride) for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The repeat values were deemed correct. Patient 1: the sample initially resulted in a na value of 132 mmol/l and repeated as 142 mmol/l. Patient 2: the sample initially resulted in a na value of 131 mmol/l and repeated as 139 mmol/l. Patient 3: the sample initially resulted in a na value of 128 mmol/l and repeated as 142 mmol/l. The sample initially resulted in a cl value of 94 mmol/l and repeated as 106 mmol/l. The na electrode lot number was v10_2021, with an expiration date of 06-dec-2022. The cl electrode lot number was q52_2022, with an expiration date of 15-dec-2022.

Manufacturer narrative:
The calibration on the day of the event failed several times. The quality controls were initially low but within specification after rerun. The field service engineer determined that a valve of the vacuum line is clogged and a system reagent was not dispensing properly. The vacuum line for the valve was removed and cleaned and the rinse levels were checked. The valve was found to be dispensing okay. Calibration was run successfully and quality controls were acceptable. The investigation determined the service actions resolved the issue.